Manufacturer narrative:
An evaluation of the returned product was conducted and could confirm the customer complaint for cannot see through it. The scope was forwarded to our supplier (B)(4) and their investigation indicates that the centering collar came loose. The issue will continue to be monitored. No further action required at this time. (B)(4).

Event description:
It was reported that during a knee procedure using a videoarthroscope, hd that the scope was bent, it did not work and they couldn't see through it. A backup device was available to complete the case and there were no reported patient injuries or complications.